Event description:
It was reported that the 9800 system intermittently displays a system control panel error and locks up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep reseated all c-arm circuit boards and connectors to prevent control panel lock-ups. The system operates as intended.